Manufacturer narrative:
Product ID neu_wrench_acc, product type - accessory. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the implantable neurostimulator (ins) was never implanted into the patient. It was noted that while preparing the ins, the locking screw fell out and would not go back in. The hcp then used a new device. No further information was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3116 (lot # nhv107579h) showed ins set screw backed out too far. Final analysis of wrench accessory showed hex bent; no significant anomaly.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a "defective" implantable neurostimulator. It was stated that the device was "faulty," but no additional information was given "regarding failure." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.